Event description:
The following information was provided: as per pss implant request: failed ltha. Implant has worn through superior acetabulum as well as medial wall making conventional fixation techniques less reliable. Revision of acetabular shell, retainment of accolade ii stem.